Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. No RMA was issued. If new information becomes available at a later date this complaint will be updated and/or a follow up be sent.

Event description:
Customer states the 02 light on the front panel will not come on.